Event description:
It was reported that while in the cath lab, at approximately 4 pm on (B)(6) 2011, the intra-aortic balloon (iab) was prepped per instruction and inserted through the teflon sheath via left femoral artery successfully. After the iab was indwelling for one day, the md attempted to remove the iab and it could not be removed with the normal procedure. The md attempted to use a snare, but was unsuccessful. As a result, the iab and teflon sheath were successfully removed by surgical intervention. Upon inspection of the iab, small blood clots were found in the balloon. The intra-aortic balloon pump (acat1, serial # (B)(4)) did not give any alarm that indicated a leak during pumping. A one hr delay was caused by having to surgically remove the iab, but no harm to the pt was noted. There was not another attempt at the procedure. There was no report of pt death, injury or complications. The pt outcome is good.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.